Event description:
Information received indicates the pump continued to run after the dose was done.

Manufacturer narrative:
The delivery set used at the time of the failure was not returned with the pump. The software event log and system testing for this pump was reviewed and found to be functioning normally. All alarms functioned according to specifications. Volumetric accuracy was found to be within specification. Several tests were run with kid essentials and pediasure at the settings used by the customer. Each time when the bag was empty, the pump stopped and alarmed. No food or dose done. The customer complaint could not be duplicated.